Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'turn off' which was not reproduced during evaluation. A review of the event history log identified the multiple presence of 'improper shutdown!'. Evaluation did not reveal a device malfunction related to the failure. The 'improper shutdown!' Messages in the log cannot be used to determine the means by which power became disconnected. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned on and the off upon power up on the 6th floor. There was no patient involvement. No additional information is available.